Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulty snapping a new cartridge in place on the pump. Reportedly, there was an o-ring from the previous cartridge attached to the pneumatic tap. The customer removed the o-ring from the pneumatic tap and loaded the cartridge successfully. There was no reported impact to the customer's blood glucose level.